Event description:
Reportedly, no egm was available on the programmed remote monitoring report.

Manufacturer narrative:
Please refer to the attached analysis report. D3 and g1 updated.

Event description:
Reportedly, no egm was available on the programmed remote monitoring report.